Event description:
The following info was provided by the cook area rep based on comments made by the user. The physician was permanently removing the device. During removal of the tube, the internal dome detached inside the pt. The physician used an upper endoscope and forceps to remove the dome from the pt. Everything was removed and nothing remained inside the pt. At the time of this report, the pt was still doing well.

Manufacturer narrative:
Investigation eval: the feeding tube with the clamp attached was returned. The tulip tip was returned and was detached from the catheter. Our lab eval of the product said to be involved confirmed the report. A visual exam of the tulip tip and the catheter indicated the connection was sheared apart likely with force as the tulip tip internal diameter was torn opposed to being smooth and circular. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusion: a definitive cause for the observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to variety of clinical such as pt anatomy, endoscope positioner progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. If resistance is met during placement and/or extraction of the feeding tube, tulip tip detachment may occur. In efforts to provide ease of placement and extraction, the instructions for use clearly state: one cm long incision. Caution: a smaller incision may contribute to extreme resistance of the gastronomy feeding tube when exiting the fascia. Peg replacement is recommended every three months or at the discretion of the physician. Extraction: if the tube does not rotate freely within the tract, do not attempt to use traction as a method of removal. Extraction: the tube must be pulled straight out of the stoma tract. Prior to distribution, all enteral feeding products are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continue to become available.